Event description:
It was reported that slow deflation on the balloon occurred. The patient underwent a percutaneous transluminal angioplasty. The 100% stenosed target lesion was located in the mildly tortuous and very severely calcified arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the deflation time was too slow. The procedure was completed using this device. No complications reported, and patient status was good.

Event description:
It was reported that slow deflation on the balloon occurred. The patient underwent a percutaneous transluminal angioplasty. The 100% stenosed target lesion was located in the mildly tortuous and very severely calcified arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the deflation time was too slow. The procedure was completed using this device. No complications reported, and patient status was good. It was further reported that an encore 26 was used for inflation. The saline-contrast ratio used was 50:50. There were no patient symptoms while balloon remained inflated and was simply pulled intact deflated. No further information on how long it took to remove the balloon and its specific atmospheric pressure and duration during inflation. No damages were noted on the device before or after use.